Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2007; 419488 lead, implanted: (B)(6) 2010; dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s high right ventricular (rv) lead exhibited undefined high voltage coil impedance. An extraction of the rv lead and previously capped pacing rv lead was attempted but was abandoned due to ¿complications¿. Both the rv leads were capped, and the extraction will be attempted at a later time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the patient ¿crashed¿ during the procedure likely due to the attempted later extraction and not specifically due to any product issue. The patient was immediately taken to the operating room. The status of the rv leads post-surgery is not known.